Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
During an assignment with the ambulance aircraft in bodø on (B)(6)2021, the doctor and flight nurse experienced that the touch screen and adjustment knob locked after ventilation of the patient had begun. The device functioned as normal during start-up after switch-on, and when doing settings before switching to the patient. But when the doctor tried to make changes to settings after the patient was connected, but before they left the ward at the (B)(6)hospital in sandnessjøen, the screen and setting knob were without function. It was not possible to make any settings, nor turn off the appliance. The nurse confirms that the device's normal screen lock was not activated. Attempts were made to turn it on and off without any effect. After a while, touch screen function reappeared when the "mode" button was pressed on the screen. Whether this was coincidence or not is unknown. After that, both the screen and the adjustment knob functioned normally, and the assignment was finally completed without any further complications with the device or consequences for the patient. The case has been reported to the norwegian medicines agency, reference number: (B)(4).